Event description:
Members of our affiliate attended conference organized by another country's association for ocular infection on 07/08/08. Title: 4 cases of corneal ulcer caused by pseudomonas in 2007 related to contact lens wear. The pt reportedly did not wear 1 day acuvue lenses overnight, but wore for long hours during day and reused lenses, soaking lenses in solution and not rubbing lenses. Type of solution unk. In 2007, the pt felt discomfort od. On the next day, the pt saw (former) ecp and was diagnosed with allergic conjunctivitis and was prescribed flumetholone eyedrops 0.02% and dasen tab. On the following day, the pt returned to ecp due to pain in od. Pt diagnosed with corneal infiltration and iritis. Pt was referred to eye clinic on the next day, due to od pain and vision loss. Va hand motion. The pt was diagnosed with a 3 mm corneal ulcer od at 12 o'clock and corneal edema. The pt was hospitalized from that day through the following month. Cultures revealed pseudomonas sp. Treatment: discontinue lens wear: from event month to present; cravit eye drops (from event month to the following month) q1h. For nine days in the same month q2h. Bestron eye drops (for five days in the same month), q.1h. For nine days in the same month, q 2h. -tarivid ointment: once before bedtime. Outcome: recovered. Fully-scarred after a month. Va:1.5 20/13. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling for single use or reuse. No conclusions can be drawn.